Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to infection. The patient received a cement spacer.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to infection. The patient received a cement spacer.

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could be confirmed since the CT scan shows there is a girdlestone situation with a cement spacer visible at the site of the former ankle joint. This usually indicates that an infection was suspected. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Upon further investigation of the CT scans, healthcare professionals opined that- there is a girdlestone situation with a cement spacer visible at the site of the former ankle joint. This usually indicates, that an infection was suspected. The sales rep already stated, that the time between implantation and presence of infection of around a year is too long to assume a link between the device or the implantation and this reported and assumed ae. The cause seems to be related to other-possibly patient related factors. Based on investigation the issue is caused most likely due to other-possibly patient related factors. Infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention and the aftercare. If the device is returned or any further information is provided, the investigation report will be reassessed.